Event description:
It was reported to covidien on 03/26/2012 that a customer had an adverse event with closurefast catheter, 7f, 60cm. The customer states that the pt's ssv was treated with rf. At the one week follow up, pt showed a thrombus partially extending into the popliteal vein involved 50 percent of lumen.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.